Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 65 units when the caller expected 120 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge. Technical support advised the customer to call back for troubleshooting if they experienced further issues with the fill estimate.